Manufacturer narrative:
A follow-up medwatch will be submitted when future information becomes available.

Event description:
It was reported that a leak was detected at the dialysis lock valve of oxygenator. The failure was detected during treatment. No harm or dearth to any person was reported. However, since the event occured during treatment/on patient use and the hazardous situation blood leakage occured, the complaint is reportable. Complaint #(B)(4).

Manufacturer narrative:
It was reported that a blood leak was detected at the dialysis lock valve of oxygenator. The failure was detected during treatment. No harm to any person has been reported. More information was received from getinge representative as: the product was tested; related inspections was performed for the product by jms and the product passed. The failure was detected at hospital after the product passed the tests performed by jms. Flow rate was stated as 4l and time as several minutes by customer. It was stated that no visual inspection took place at the event site. It was stated that the product was primed before use and it was found that a small amount of priming fluid leaked out of the dialysis lock connector connection. No information was provided on the preventive action to continue the treatment. The production history record (DHR) of the affected quadrox-I adult with lot #3000317175 was reviewed on 2024-10-07. According to the DHR results, the product quadrox-I adult passed the defined manufacturing and final release specifications. The production history record (DHR) of the affected bo-vkmo 71000 with lot #3000324630 was reviewed on 2024-10-07. According to the DHR result, the product bo-vkmo 71000 passed the defined manufacturing and final release specifications. Received photograph shows a connection at this point and this connection was made with unsuitable tube (for dimensional). According to the device description of the oxygenator, the dialysis lock valve of the oxygenator is a self-closing valve in the blood outlet area. The valve is closed in a not connected status and is going to be open if an analogue connector will be mounted. This valve enables the user to remove blood without any loss during perfusion and to connect or disconnect tubings. Further, the related mitigations are also in place for use of dialysis lock with valve inside the instruction for use as follow: if a tube is connected to the dialysis lock with valve during ongoing perfusion, air may enter the oxygenator. This can lead to an air embolism in the patient. -screw the tube to the dialysis lock with a swift turn-and-press movement. Make sure that the tube is not clamped and the air in the tube is displaced by the blood flowing out, to prevent a pulsating backflow of air into the oxygenator. Make sure that the pressure in the oxygenator is higher than the ambient pressure. Based on the investigation results, the complaint could not be confirmed. The customer will be informed about the results by getinge sales & service unit. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).